Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history data for this device lot number could not be reviewed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the iop rise was due to a post-op steroid response. (B)(4). Please reference 2032546-2018-00112 for the patient's left eye.

Event description:
Initially, it was reported that following a left eye cataract surgery, the surgeon implanted two (2) stents from the trabecular micro-bypass stent system in same location. The surgeon decided to remove one of the stents with mst forceps. The stent was then rethreaded and an attempt to re-implant the stent was made. Intraoperative visualization was compromised and during the attempt to implant the stent the tip of the insertion sleeve slipped off the proximal flange of the stent resulting in the stent to be placed sideways in the canal. The surgeon decided to remove the stent from the canal and as a result a ¿big goniotomy¿ was created. Again the stent was rethreaded; however, the surgeon was unable to successfully implant the stent on the third and fourth attempts. A backup device was used and one stent was successfully implanted (os). Through follow-up, the surgeon provided the following additional information. The reported damage to the trabecular meshwork (tm) was characterized as trial/inconsequential which did not require any medical or surgical intervention. The patient status was reported as iop still up compare to the baseline (os). In addition, the surgeon also reported that the fellow eye (od) underwent cataract plus trabecular micro bypass procedure. Postoperatively, the patient presented with iop increase at one (1) month post-op. The surgeon suspects that the primary cause for the iop increase was due to a steroid response postoperatively. This report references the patient's right eye.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, there was no medical or surgical intervention required, and the adverse event has resolved. The prognosis was reported as ¿good with mild pxf- (pseudoexfoliation syndrome) ou, stable iop, and stable psuedophakia¿. This report references the patient''s right eye.